Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparo appendectomy, at the first firing, after setting up the handle, it was checked that the three green lamps were illuminated without any problems, when it was attempted to fire the reload, the product was unable to fire. Furthermore, the status lamp illumination also had been checked before firing. The handle was able to fire and nothing was not clamped. The procedure was completed with another device. There was no patient injury.